Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam reagent leak. No injury was reported. The customer washed her hands with soap and water. The customer has no indication of redness or irritation on the skin.

Manufacturer narrative:
The customer had accidentally disconnected the no foal tubing which caused the no foam to leak. The customer connected the tubes, however is unable to reset the instrument. The system gave low pressure error and stopped. Hotline guided the customer to reset the instrument.